Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event unable to determined. Repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to update the information reported for e2/e3.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. The customer stated that the unit was not producing and image at all and wanted to replace the power supply. Tac explained to the customer that there may be more to the issue such as internal damage to the unit since it was not producing an image of any kind. At that time, tac transferred the customer to the repairs team to see about having the unit sent in for inspection and possible repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus high definition lcd monitor was not providing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.